Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet after extensive troubleshooting, including firmware update, bluetooth re-pairing, app reinstall, and sensor restarts; the issue was characterized as an intermittent communication failure associated with an electrical and magnetic component, specifically the antenna, and the user was transferred to the cgm manufacturer for sensor replacement. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and a third party. Investigation of this case revealed an interoperability problem between devices, aligning with an intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.